Event description:
It was reported that a customer's blood glucose went very high twice in one week, with no specific blood glucose concentration cited. It was stated that one of the two times, a no delivery alarm occurred. This report was retrieved on an online diabetes community via social media. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.